Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgnf121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "accessing a port-a-cath and the huber needle (seizing it) seemed to have a problem. After accessing the port-a-cath, irrigate to the distal port and some fluid came out of the proximal port valve."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "accessing a port-a-cath and the huber needle (seizing it) seemed to have a problem. After accessing the port-a-cath, irrigate to the distal port and some fluid came out of the proximal port valve." Additional information received: it was stated there was no patient harm.